Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device after a peripheral interventional procedure. Reportedly, resistance was felt when removing the starclose se device after deploying the clip. When the device was removed from the anatomy the distal end of the starclose se device appeared to be "mangled and the locator wings were straight out". Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove the closure device and the reported failure to deploy the clip could not be replicated in a testing environment due to the returned condition of the device; therefore, were not confirmed. The observed bent wings may have caused the device to operate differently than expected, the reported mangled/locator wings were straight out was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Three (3) unused sterile representative samples with the same lot number (40530k1) as the complaint were returned for evaluation. Visual and functional testing were performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected.